Manufacturer narrative:
One device was returned for investigation. Visual inspection confirmed a tear in the cuff. The customer complaint of inflation deflation issues was confirmed. The customer stated that during pre-test, the device was working as expected and the issue was then found after use. Due to this, the root cause of the reported issue is traced to user error. Device history review of the reported lot number shows no non-conformities during the manufacturing process.

Event description:
It was reported that once placed, the balloon of the endotracheal tube was deflating. The customer reported that 3 probes were used on the same patient. No clinical consequences for the patient. A1: one patient, three product malfunctions. (B)(6) all represent the same patient.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.